Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the pituitary broke while performing discectomy on the patient. No fragment of the broken instrument remained inside the patient. A spare pituitary was used by the surgeon to complete the case. The case was completed successfully and there were no patient complications reported.

Manufacturer narrative:
Product analysis: visual examination revealed the upper jaw on the pituitary has been sheared off right at the pivot tab. The upper jaw was returned with the instrument. Part of the pivoting tab is still attached. Optical inspection of the fracture surface confirmed a smooth surface with no raised ridges. This type of damage is consistent with material overload. These instruments are designed to work in small places and can be overload with excessive force. If information is provided in the future, a supplemental report will be issued.